Event description:
The reporter, a home health nurse, stated that she did a meter to hcp meter comparison test on pt, a brittle diabetic. Nurse took a venous draw to lab, immediately after a bg (capillary) reading on the meter was 139 mg/dl. The lab test result was 79 mg/dl. Tests were fasting. No symptoms were reported. On follow up, the lifescan representative spoke with the pt's sister, also diabetic, and was told both use the meter. She often places an extra (blood) drop on existing drop; had never cleaned optics. Control test was 123 (98-146). L/s rep gave training.